Manufacturer narrative:
(B)(4). The complaint sample was returned and evaluated. Per the final statement letter dated 06/18/2013, the complaint was confirmed. The root cause of this event is too deep welding, which resulted in leakage after further handling. Corrective and preventive actions have been implemented. They include the tooling for the filter weld has been completely replaced. The welding tables have been equipped with new welding plates. Additionally, the welding depth settings have been modified. (B)(4).

Event description:
On (B)(6) 2013, at (B)(6), it was identified that the reservoir that is used during priming had a leak at the sealing of the venous inlet. The associated tubing set is be-h 30505 (lot number 92089295), which is a hl30 tubing set. (B)(4).